Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. The reporter confirmed that the patient was not connected to the pump during the prime step. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on testing, a rewind, load and prime sequence was performed successfully with no alarms. The force sensor was tested and found to be within specifications. The pump was exercised for 24 hours without loss of prime. A loss of prime was induced and the pump emitted the appropriate visual and audible alert in response. The pump was opened for investigation and there was no evidence of damage to the internal components noted. Investigation was unable to confirm or duplicate the complaint.